Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during flushing, prior to insertion into patient, it was noted that there was a small piece of plastic on the tip of the dilator. Flushing revealed an unusual spray pattern. Physician replaced the introducer with another of the same product. No patient complications have been reported as a result of this event.